Event description:
A tandem mobi cartridge alarm was reported by the customer, but there was no adverse impact on their blood glucose level. The customer, who had experienced consecutive cartridge alarms, was advised by technical support that their current pump would be replaced, as it was still under warranty. The customer agreed to use multiple daily injections (mdi) as a backup therapy until a replacement pump with updated software was sent. Technical support provided instructions for returning the malfunctioning pump, including placing it in storage mode and programming settings into the new pump. The customer was informed about the return process, understood all instructions, and did not require a signature for delivery.